Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had lost power after a battery change and that there was a crack in the pump case along the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:a review of the pump¿s black box history showed that a pump reboot was recorded on 01/07/2013. Visual inspection revealed that the battery compartment was cracked. The returned battery cap threads were found to be stripped. The pump time and date was accurately set at the start of the investigation. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate using a test battery cap. A power loss occurred due to the test battery cap detaching from the pump. The test battery cap was not able to be fully secured to the pump due to the battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.